Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Confirm how many product were involved in the reported issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdh379 and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any representative samples of the same lot being returned?

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 - method codes additional information was requested and the following was obtained: 1. Confirm how many products were involved in the reported issue. -involved quantity is 4ea. But hospital requested all same lot numbers to be returned. Additional events have been reported via reports 2210968-2020-03779, 2210968-2020-03780, 2210968-2020-03781, and 2210968-2020-03782.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2020. H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-03779, 2210968-2020-03780, 2210968-2020-03781, and 2210968-2020-03782. Analysis results have been included in follow-up reports for each. Unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no suture breakage was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.